Manufacturer narrative:
An event of high gradient, regurgitation and aortic insufficiency was reported. The results of the investigation are inconclusive since the device was not returned for analysis as the patient had a valve-in-valve procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, a 21mm trifecta valve was implanted. On (B)(6) 2018, the patient presented with shortness of breath and palpitations. The patient was diagnosed with structural valve deterioration due to a high valve gradient, regurgitation, and aortic insufficiency. No thrombus or endocarditis were detected. On (B)(6) 2018, a valve in valve was implanted (model/size unknown) within the trifecta valve. The patient has been discharged in good condition. (Clinical study patient ID: (B)(6)).